Event description:
It was reported that pump screen stayed dark and would not turn on, and that pump button was extremely difficult to press, often requiring multiple presses to activate display. There was no adverse impact to the customer¿s blood glucose level. Customer followed instructions to press button correctly and remove pump from case, but difficulty persisted, so technical support arranged pump replacement under warranty, confirmed shipping address, instructed customer to place old pump in storage mode and return it with prepaid label, and advised customer to enter pump settings and reconnect continuous glucose monitor on replacement while continuing to use current pump until replacement arrived.